Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device found that the coil delivery wire was kinked likely due to handling damage. Additionally, the main coil was kinked, stretched, and broken. Functional testing could not be performed due to the condition of the returned device. The coil could not be advanced through the demonstration introducer sheath due to the damage to the coil. Additional information provided in the complaint confirmed the coil was stated to have been in good condition prior to the procedure and was prepared as per the device direction for use (dfu). Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the coil contributing to the observed main coil damages. Therefore, an assignable cause of procedural factors has been assigned to this investigation.

Event description:
Analysis of the returned device found that the coil was broken. There was no clinical consequence to the patient due to this event.